Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar and tip were microscopically examined. There was blood in and on the shaft. The shaft was detached/separated at the collar. Some of the shaft was pulled out of the collar and was attached to the distal shaft. There were also numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft was broken. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the shaft part of the device suddenly broke off and was fully detached. The detached part was completely pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft was broken. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the shaft part of the device suddenly broke off and was fully detached. The detached part was completely pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.